Event description:
The doctor informed allesee orthodontic appliances that the pt may be showing signs of a reaction to the herbst appliance. The pt has been salivating heavily since the placement of the appliance.

Manufacturer narrative:
The appliance may have aggravated the pt's existing salivating disorder causing irritation due to the excess saliva. The doctor prescribed a topical ointment for the irritation in 2007. The medication resolved the irritation. The pt is now doing fine and continues to use the device.